Manufacturer narrative:
Product analysis: the hawkone device was returned to the medtronic investigation lab (plymouth) for evaluation. The spider fx device was also returned with the hawkone device. No images were returned for review. The hawkone device was removed from the packaging for review. The device was returned disconnected from the cutter driver. Biological debris was noted throughout the returned components. The spider fx device was returned loaded through the rotating distal tip of the returned hawkone device. It was noted that the proximal end of the guidewire lumen of the hawkone housing was disengaged. A kink was noted in the spider fx wire approximately 55.3cm proximal from the distal tip. A bend/loop was noted proximal to the kink and was located approximately 57.0cm proximal from the distal tip. A bend was also noted in the distal floppy tip approximately 0.5cm proximal to the distal tip. Inspection of the distal assembly revealed that the housing remained attached to the hawkone catheter. A kink was noted approximately 0.3cm distal to the cutter window assembly. The inner coils at the proximal end of the housing showed signs of damage. Inspection of the guidewire lumen of the housing revealed that the lumen was disengaged from the proximal end of the housing and continued approximately 2.8cm distal to the cutter window. The cutter was advanced approximately 2.3cm distal to the cutter window. Microscopic inspection of the rotating distal tip revealed that the distal end of the lumen remained intact; however, a tear was noted in the proximal end. The tear appeared to be from a distal direction. Inspection of the guidewire lumen housing revealed zipper tearing at the distal end of the lumen. The zipper tearing continued until the guidewire lumen disengaged from the housing assembly. Inspection of the proximal end of the housing assembly revealed that the inner coils were bent and separated in multiple locations. It was also noted that the techothane coating was torn in several locations. Inspection of the cutter window revealed no anomalies. Inspection of the spider fx wire revealed that the guidewire lumen¿s orange tubing overlap joint remained loaded onto the guidewire. It was also noted that the coating of the spider fx wire was worn away at the location of the kink and several other locations along the wire; likely from encountered friction. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non medtronic 6fr 45cm sheath and .014" spider wire during procedure to treat a severely calcified lesion in the right mid to distal sfa and popliteal with 95% stenosis. The vessel diameter and lesion length are 5mm and 30mm respectively. The lesions were not pre or post dilated. IFU was followed. During initial advancement, severe resistance was encountered and the device was unable to cross the lesion. During withdrawal severe resistance was also encountered and the tip was damaged, the wire port was detached from device. The guide wire was hydrated during preparation. The guide wire lumen tore from the tip. The guide wire lock-up on the catheter. It was reported that physician was able to pass first lesion and use device as intended, advanced to second lesion only able to get distal tip into lesion determined that we would have to pre-dilate lesion, during removal of device over wire, physician noticed resistance at that time observed under fluoroscopic. The wire was looped and wrapped around device, proceeded to advance device and unwrap wire from device. On examination of the device during the procedure, it appeared that through the wire port cover was pulled apart, it was still attached. At the time a kink was noticed in the wire and determined that the only option was to remove the device. Upon removal of the device inspected device and determined it was still intact. The whole system was removed in tandem. Upon inspection, the device looked twisted just distal to the cut window. A crossing catheter was reintroduced with a .014 non-medtronic wire, pre dilated distal lesion with a nanocross pta balloon, a non medtronic balloon, followed by an impact dcb without any complications. There was no patient injury reported.